Event description:
Baxter affiliate reports one incident of acute uveitis (or iridocyclochoroiditis). Patient was treated outpatient with luxazone. In 2001 patient relapsed and was again treated with luxazone. Uveitis resolved.